Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a sudden increase in pace impedance measurements in addition to noise and oversensing resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy; a lead fracture was suspected. Boston scientific technical services (ts) reviewed device data confirming the reported changes in lead measurements and noted it appeared consistent with the suspected lead fracture. The patient was hospitalized and their device programmed off pending a revision procedure to replace the lead. Additional information was later received indicating an x-ray was obtained confirming a lead fracture consistent with clavicular crush. Upon revision, the device was explanted and rv lead abandoned; a new system was subsequently implanted. No adverse patient effects were reported.